Event description:
I had ensure procedure in 2012, I am now diagnosed with cervical dysplasia, had to have cryotherapy. I have bleeding between my periods, increased anxiety during pms, and excessive weight gain.